Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #:(B)(6). Investigation summary: the customer provided three photos for evaluation. Two of the photos show the shelf box label confirming the bd curitiba lot# 9030851, and the other photo shows a needle assembly packaging blister. Since no samples displaying the condition reported are available for examination, we were unable to investigate it thoroughly. Also, during the manufacturing process, a vision system inspects 100% of all the products for clogged needles. Based on the investigation carried out and with no sample for analysis, the symptom reported by the customer can¿t be confirmed. Complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. Investigation conclusion: this is the 16th complaint for lot # 9030851 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Also, during the manufacturing process, a vision system inspects 100% of all the products for clogged needles. Based on the investigation carried out and with no sample for analysis the symptom reported by the customer can¿t be confirmed. No additional actions will be taken. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that needle was clogged during use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from portuguese to english: I bought a 0.30x 13mm needle box with 100 needles at a medical store, with 50 (or 60) bars 100134381221, and several needles came clogged.